Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Unable to prime during the prime test due to a faulty force sensor. The pump passed the rewind, basic occlusion and displacement tests. No motor error alarms noted. The motor passed the motor test. The pump was received with a broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that customer's insulin pump alarmed motor error. Customer's blood glucose was 185 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.